Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 186 mg/dl vs. 156 lab. Tests were done within 10 minutes. Patient did not experience any adverse events.